Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by doctor of the hospital, that during the attempt to remove a broken t2 femur nail the universal rod and the nail handle chocked and could not be separated. T2 femur nail could be finally removed and a g3 nail was implanted. New information indicates that the nail wasn't broken. It was the bone that broke but not the nail. The nail is already discarded by our customer.

Manufacturer narrative:
Evaluation revealed the femoral nail, a/r t2 femur ø12x380 mm to be the subject product. The targeting arm t2 femur, the universal rod t2 femur ø9 mm and the nail handle t2 femur were considered as concomitant devices. While the targeting arm was proved fully functional and did not show any deviation, the universal rod and the nail handle also were significantly damaged and thus, also subject of this report. A review of the manufacturing records for the femoral nail revealed no discrepancies. The devices were documented as faultless prior to distribution. Simulation of pre-operative check (see ¿functional inspection¿) as well as re-measuring of the nail in the inspection department regarding its correct bending proved the device to be fully functional and still within specification. Evaluation did not reveal any discrepancies in material or manufacturing. According to the surgical report the t2 femoral nail was used for treatment of a multifragmentary femoral shaft fracture in an obese female patient. In attempting to insert the nail into the intramedullary canal of the femur in antegrade version a fissure at the lateral proximal femur occurred. The surgeon stated that due to the obesity of the patient an antegrade insertion of the nail was not possible. After repositioning the additional fracture the femur was treated with a gamma3 long nail supported by cerclages. With femoral shaft fractures mainly treated with intramedullary nails problems with obese patients often already occur with the operational approach. During insertion of an antegrade femoral nail intraoperative fractures of the major trochanter or femoral neck are possible due to suboptimal angulation between the femoral shaft axis and the nail. To counteract these problems stryker developed the gamma3 plus target device (cat. # 13201010) for obese patients to allow a more comfortable approach during surgery. Nevertheless, the failure modes of the also used universal rod and the nail handle indicate that undue force had been applied on the implant-instrument-assembly which might have led to the iatrogenic fracture at the proximal femur. Both, the universal rod as well as the nail handle received show traces of intense and frequent use, but no significant damage apart from the deformed threads. A pre-surgical function test with the nail handle revealed the function of the device to be fully given. The nail holding screw could be screwed through the metal adapter of the nail handle into the corresponding thread of the nail and then unscrewed without any excessive force as intended. In addition the targeting accuracy was tested with the items received. Sample instruments were used to complete the test set up. The drill passed all corresponding drill holes as intended without any contact to the nail. A functional test on the universal rod could not be performed as due to the extent of the damaged thread it could not be screwed in anymore. A review of the manufacturing records for the universal rod revealed no discrepancies. The devices were documented as faultless prior to distribution. As it had been in use for a longer time (manufactured in february 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Evaluation did not reveal any discrepancies in material or manufacturing. A review of the inspection records for the nail handle t2 femur was not possible as the lot code was not traceable. But the manufacturing period of the item could be narrowed down in the space of time from september 2013 to may 2014. A tensile strength test revealed the material being within specified parameters. Apart from the totally deformed inner thread the device was proved fully functional. The reported event could not be reproduced. The exact root cause could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the devices, but is most likely related to an intra-operative procedure. Referring to available information a more precise statement was not possible from a technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
It is reported by doctor of the hospital, that during the attempt to remove a broken t2 femur nail the universal rod and the nail handle chocked and could not be separated. T2 femur nail could be finally removed and a g3 nail was implanted. New information indicates that the nail wasn't broken. It was the bone that broke but not the nail. The nail is already discarded by our customer.